Manufacturer narrative:
Batch review performed on 17 march 2017. Lot 124307: (B)(4) items manufactured and released on 19 december 2012. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of instability. No trauma caused the instability. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.